Event description:
During placement of pedicle screws in l4 vertebra, the probe being used by the surgeon broke off leaving the tip lodged in the body of the l4 vertebra. The tip which is not expected to cause a problem was left in the pt.